Event description:
Device 2 of 2. Reference MFR. Report#: 3008829311-2017-00193. It was reported the patient lost effective coverage due to the drg lead migrating. The patient underwent surgical intervention where the lead was replaced on 7 december 2018 with a new one restoring therapy. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.